Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 16. Details of surgery: sinus augmentation. On (B)(6) 2017, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling and inflammation. No further patient complications were reported.